Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. However, it is unknown if the air/water nozzle was flushed with the detergent. Based on the results of the investigation, the foreign material was unable to be identified. The cause of the foreign material remaining was not specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. The foreign material residue point was confirmed to be free from deformation. A definitive root cause could not be established. The instructions for use states the detection methods associated with the event in gif-1200n, operation manual, chapter 3 "preparation and inspection" and the prevention methods in gif-1200n, reprocessing manual, chapter 5 "reprocessing of the endoscope". Olympus will continue to monitor field performance for this device.